Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not observe ergo1 faults upon arrival, but faults were observed in the logs. Fse replaced vertical motor on surgeon side console (ssc) #1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vertical motor module was analyzed and error 23095 was verified through system logs. Troubleshooting was performed and it was found that 23095 was pointing to the vertical motor module. The vertical motor module was replaced to address reported issue. Visual inspection revealed no problem related to the reported issue. Lighthouse/aperture was checked and error 23095 was confirmed. A vertical motor module on an internal eft system was installed and the reported issue could not be replicated during system testing.

Event description:
Prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that, at power up, the system displayed error 23095, which required disabling the ergo feature. After disabling ergo, the system was able to complete the startup process. Multiple power cycles were attempted, but the error consistently reappeared each time. As a result, console 2 was used to proceed with the setup and case. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that there was no patient involvement.